Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes particles in the airway of the device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that other serious or important medical events occured in outcomes attributed to adverse event. After review, it was determined that all these were incorrectly selected in outcomes attributed to adverse event. Nothing such has occured to the patient.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in the airway of the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.